Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an inaccurate fill estimate occurred after 300 units of insulin was loaded into the cartridge. Another cartridge was loaded and the issue was resolved. There was no reported impact to customer's blood glucose. Customer could not provide further details of the event.